Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs and graph data showed repeated cgm low and urgent low glucose alerts with minimal insulin delivery observed during the afternoon. A peak bg of approximately 400mg/dl was noted at midday, followed by a sharp glucose decline and prolonged hypoglycemia in the afternoon hours. No motor errors were observed. While the exact cause of the hypoglycemia remains indeterminate, contributing factors may include the user's reported brittle diabetes, lack of food intake after a prior hyperglycemic excursion, and failure to recognize or respond promptly to the ilet's hypoglycemia alerts. The ilet appeared to dose appropriately in response to cgm data. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user, who has a history of brittle diabetes and hypoglycemia unawareness, experienced a severe hypoglycemic event and lost consciousness while attempting to self-treat. Blood glucose (bg) was reported as low as 39mg/dl. The user reported drinking sweet tea earlier in the day but did not announce a meal or perform any supply changes. The user did not seek immediate medical attention and remained at home until symptoms worsened. The user resumed use of the ilet without further incident.